Manufacturer narrative:
The lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens and foreign material on lens surface (clear and brown residue on lens). (B)(4).

Manufacturer narrative:
This product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6 implantable collamer lens, -14.5/2.5/088 into the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vault. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op uncorrected visual acuity (ucva) was 20/100.